Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a catheter leak was confirmed and the cause was determined to be use related. The product returned for evaluation was a 4fr s/l powerpicc solo catheter. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated and a split was observed 1mm distal of the molded joint. The catheter split was typical of flexural fatigue, and the characteristics observed which supported this type of failure included: damage which was circumferentially aligned. 'C' shaped impressions leading into the fracture site which are consistent with material buckling due to movement which caused the fracture edges to be pressed together. Overall elliptical shape to the fracture cross-section (a result of repeated kinking of the tubing). The split resided within a permanent kink impression. An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. A lot history review (lhr) of rebs1673 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported on 11/28/2017, that the catheter was cut at 44cm with distance from skin and two attempts were made for access. It was stated the healthcare professional accessed the PICC during the routine dressing procedure and a hole was noted as fluid leaked from the PICC. There was no reported patient injury.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of rebs1673 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported on (B)(6) 2017, that the catheter was cut at 44cm with distance from skin and two attempts were made for access. It was stated the healthcare professional accessed the PICC during the routine dressing procedure and a hole was noted as fluid leaked from the PICC. There was no reported patient injury.